Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was switched off after error. The customer stated they were able to clear the alarm and complete the rewind process. Customer stated fill cannula was recorded in daily history. Customer stated they performed self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.